Event description:
On (B)(6) 2012, a perceval pvs23 was implanted. On (B)(6) 2013, non-structural dysfunction with intra-prosthetic regurgitation 2+ was reported. At the patient's last follow-up in 2017, central leak 3+ was reported; however, the patient was in nyha class 1. Nyha class 1 refers to patients with cardiac disease but without resulting limitation of physical activity. Ordinary physical activity does not cause undue fatigue, palpitation, dyspnea, or anginal pain. On (B)(6) 2019, reintervention was performed due to svd and a medtronic evolut pro valve was implanted transfemorally.

Manufacturer narrative:
As the device was not explanted, no device analysis can be performed and the root cause of the event remains unknown. However, based on the document review performed, no manufacturing deficiencies have been identified. It is possible that the patient's specific clinical condition and risk factors contributed to the reported event; however, this cannot be confirmed. It should be noted that structural valve deterioration is listed in the perceval instructions for use as a potential adverse event associated with cardiac valve replacement with a bioprosthesis. The reported event is therefore a known, inherent risk associated with the procedure. Updated fields: event, event problem and evaluation codes.

Event description:
On (B)(6) 2012, a perceval pvs23 was implanted. On october 24, 2013, non-structural dysfunction with intra-prosthetic regurgitation 2+ was reported. At the patient's last follow-up in 2017, central leak 3+ was reported; however, the patient was in nyha class 1.

Manufacturer narrative:
Nyha class 1 refers to patients with cardiac disease but without resulting limitation of physical activity ("ordinary physical activity does not cause undue fatigue, palpitation, dyspnea, or anginal pain"). Based on the available information, no adverse patient impact has been identified. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not explanted, no device analysis can be performed and the root cause cannot be determined.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2012, a perceval pvs23 was implanted. On (B)(6) 2013, non-structural dysfunction with intra-prosthetic regurgitation 2+ was reported. There was no indication of reintervention.